Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An impl tapered scr-v ha 3.7 mm 3.5mm 13mm (item # tsvh13) was returned for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. The product's dimensions were measured and found to be within the specifications in the product's engineering drawing. Pictures or x-ray images were not provided of the bone fracture. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16). Information identified: applicable information can be found in the contraindications, warnings, and potential adverse events sections. Complainant reported buccal bone fracture during surgery. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
(B)(4). Weight unknown / not provided, first/given name unknown / not provided, additional PMA/510(k) number; k011028 / k013227.

Event description:
It was reported that the patient's bone fracture during placement.